Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion registered nurse states they have been troubleshooting air in line alarm for several minutes before a hotline call. They confirmed all troubleshooting steps were attempted, and no air bubbles were noted in the tubing. This event occurred while in use with the patient at the patient's home. There was patient involvement and no harm.

Manufacturer narrative:
H6: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.